Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was pushing out all the insulin during the load step. The pump did not emit an empty cartridge warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: a no cartridge detected alarm, which can be indicative of the type of issue that was reported, was observed in the black box data. During investigation, a no cartridge detected alarm was observed while attempting to perform the load step: the reported load step malfunction was duplicated. The pump failed a force sensor calibration check due to a low calibration reading. The pump case was removed, and the pump failed a force sensor resistance check due to a high resistance reading. Contamination was found on the force sensor plate; this device failure directly caused the force sensor performance failures. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.